Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off and after turning the pump back on, the cartridge was no longer recognized. The contact believes the customer allowed the pump battery to fully deplete however, the contact declined troubleshooting to confirm the battery depleted as expected prior to the shut down. The customer's blood glucose level was not impacted due to the reported issue. Tandem technical support instructed the customer to load a cartridge onto the pump.